Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having difficulty changing her infusion sets. Customer reported having blood glucose levels of 347 mg/dl, 441 mg/dl, and 484 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 441 mg/dl. Blood glucose level at the time of the call was 384 mg/dl. The customer reported having a blood glucose level as high as 522 mg/dl during the call, which was treated with an additional manual injection. The insulin pump was not replaced or returned for analysis.